Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to unknown reasons on an unknown day.

Manufacturer narrative:
(B)(4). (B)(6). Adverse event; product problem hospitalization, disability, required intervention it was reported that patient underwent left total arthroplasty and is now experiencing pain and possible loosening. Unknown maxim tibial tray concomitant medical products: maxim femoral component, catalog #: unknown, lot#: unknown. (B)(4). Company representative, distributor may 2, 2018 customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: MFR# 0001825034-2018-03060, and MFR #0001825034-2018-03459.

Event description:
It was reported that patient underwent left total arthroplasty and is now experiencing pain and possible loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Concomitant medical products : unknown maxim femoral component , catalog #: ni , lot #: ni, unknown maxim bearing, catalog #: ni, lot #: ni. The products were evaluated through radiographic inspection, however, the reported pain was unable to be confirmed due to limited information received. Review of x-rays indicated slight prominent lucencies adjacent to the tibial component of the left knee arthroplasty without evidence of frank loosening. A device history record (DHR) review was unable to be performed as the lot number of the devices involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03459, 0001825034-2018-04414.